Manufacturer narrative:
P-cap locked in place properly during testing. Unit did not pass the rewind test due to pump error 38. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 during rewind. Thump software was utilized to upload trace/history files. The adapt tool was utilized to search for pump error 38 alarm that may have occurred in the past or during the complaint call. The adapt tool reveals that several pump error 38 alarms were recorded on 07/22/2024 at 13:49:36 hour through 14:22:22 hour, with a total of ten alarms. Additionally, pump error 43 was also recorded three times on 07/22/2024 at 13:47:29 hour through 14:48:17 hour. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Corroded motor, white debris on the motor and in the reservoir tube was noted during deconstructive analysis. Moisture damage noted on electronic assembly. Force sensor zero offset was not within spec (00.03mv). Unit was also received with corroded home switch and pillowing keypad overlay. In conclusion, customer's concern was confirmed during testing. Pump error 38 alarm was noted during rewind test and in adapt history files. Corroded motor, corroded electronic assembly, white debris on the motor and white debris in the reservoir tube was noted during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1882 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.